Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the electrode tip found a deformed/bent helix. Laboratory testing was unable to identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that this right ventricular (rv) lead dislodged the following day post implant procedure. It was noted that this lead was placed in the left bundle branch area. As a result, surgical intervention was performed. When the physician removed this lead from the patient's body, there was observed damage to the helix mechanism. A new lead was implanted. No additional adverse patient effects were reported. This lead was received for analysis.

Manufacturer narrative:
This device was received for analysis. Following completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that this right ventricular (rv) lead dislodged the following day post implant procedure. It was noted that this lead was placed in the left bundle branch area. As a result, surgical intervention was performed. When the physician removed this lead from the patient's body, there was observed damage to the helix mechanism. A new lead was implanted. No additional adverse patient effects were reported. This lead was received for analysis. The investigation is currently in progress.